Event description:
A sales representative reported to baxter corporate product surveillance a clearlink duo-vent continu-flo set in which a no flow occurred. According to the report, the anesthesiologist attempted to access the distal clearlink y-site port with a bd standard luer-lock monoject syringe and could not get the unknown medication to flow through the site. After not being able to inject the medication, they accessed the set through the next y-site without any problem. The baxter sales representative went into the facility today for an in-service. He showed the staff that they should push and twist when accessing the ports in order to ensure proper connection. Also, he told them if this happens again, they should try to access the port a second time. Bsr believes the issue is due to an incorrect technique being used by the staff at the facility. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.